Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, a clear liquid leaking out from the catheter tubing. A circumferential split was observed in the catheter tubing, but no details of this split could be discerned from the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there is fluid leakage at the insertion point. Catheter cannulated without incidence in the patient on (B)(6) 2024. On (B)(6) 2024, the patient went for treatment and there was evidence of fluid leaking from the insertion point. Insertion point. The catheter was removed and it was observed that the catheter was leaking about 6.5 cm from the 0 point. The fixation has always been performed with stat-lock. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, a clear liquid spurted out from the catheter tubing. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported there is fluid leakage at the insertion point. Catheter cannulated without incidence in the patient on (B)(6) 2024. On (B)(6) 2024, the patient went for treatment and there was evidence of fluid leaking from the insertion point. Insertion point. The catheter was removed and it was observed that the catheter was leaking about 6.5 cm from the 0 point. The fixation has always been performed with stat-lock. No other information was provided.